Manufacturer narrative:
It was reported that the o2 concentration was unstable during patient treatment and the ventilator logs that were received contain high pressure alarms. No further information has been received of service measures and no parts or information of replaced parts have been received. Evaluation of the received device log shows matching events on the reported event day. A pre-use check was confirmed to be successful prior and after to this ventilation period. If this fault happens during ventilation and provided it is not a failure in the measuring part of the ventilator, the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. High airway pressure alarms are common during patient treatment. They can be patient related and/or due to parameter and alarm limits' settings. As no goods were returned for investigation and no information regarding service measures was received, the cause of the reported failure could not be determined.

Event description:
Manufacturer ref. #: 231875.

Event description:
It was reported that the o2 concentration was unstable during patient treatment and the ventilator logs that were received contain high pressure alarms. There was no patient harm. Manufacturer ref. #: (B)(4).